Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported the pod was worn on the skin for an unknown duration of use. Patient experienced a hypoglycemic event at a store approximately 2 months prior; (B)(6) 2026 was used for reporting purposes as an exact date was not provided. The event resulted in loss of consciousness. Blood glucose value at the time of the event was unable to be determined at this time of the report. Patient regained consciousness with assistance from bystanders and was provided a beverage and food, with reported improvement following intake. No emergency medical treatment was received.